Manufacturer narrative:
Unit was received with no battery cap. Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the self test due to missing vibration segment. Unit was successfully download using thus for history files and trace files and carelink. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 24 occurred on 03/28/2023 22:40 in history files and traces. Pump error 4 occurred on 03/28/2023 22:34 in history files and traces. Failed battery test (03/28/2022 22:46--22:49) in history files and traces. Replace battery now (03/28/2023 22:35--22:41) and it was expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, vibration harness assembly and force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), stained serial label, corroded battery tube. P-cap was attached and locked into place properly unexpected battery power loss and pump error 24 is confirmed due to being found in history files and traces and due to hardware anomaly. Exposed to moisture is confirmed at the electronic stack and force sensor. Unable to confirmed cosmetic damage at the battery cap due to missing battery cap. Additional cosmetic damage is noted on unit. Failed battery test is not confirmed. Vibration anomaly is confirmed due to moisture damage on the vibration harness assembly. Unable to confirm high bgs during testing. Pump error 4 is confirmed due to being found in history files and traces and hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640 series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 280 mg/dl at the time of the event and reported that the insulin pump stopped working after a new battery change. The customer also received -this alarm is generated when a power failure is detected (pump error 24) and reported battery cap was damaged. The customer also stated that the insulin pump was exposed to moisture and battery liquid leakage in the compartment. Troubleshooting was partially performed and found that the insulin pump stayed few minutes without a battery. It was also found that the customer was unable to clear the alarm. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.